Manufacturer narrative:
.

Event description:
The funeral home indicated that the cause of death was cardiopulmonary disease and the manner of death was natural. There was no other information available. The physician indicated that the patient was last seen on (B)(6) 2007 and he does not have an opinion on the death.

Event description:
It was reported that the vns patient passed away. The cause of death and relationship of the death to vns is unknown. No additional relevant information have been unsuccessful to date.